Event description:
Caller alleged discrepant precision inratio inr results. Results are as follows: date: (B)(4) 2013, inratio inr: 4.8, 1.8 and 1.9. The time between testing was all within fifteen (15) minutes. Therapeutic range 2.0- 3.0 for the pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.